Event description:
Ett (endotracheal tube) would not hold air in balloon for a spine procedure. Decision was made to flip supine and reintubate with a new ett. Cuff was checked prior to intubation for loss of air, and none was present. Found to be a small hole in the balloon cuff. Ett cuffed with stylet size 7.0. Lot# 22a016703k.